Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the device recorded atrial pacing when it was not programmed to pace in the atrium, and indicated as a diagnostic issue. No clinical actions taken, and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the reason for the alleged device recording discrepancy is due to the programmed settings of the ipg. The ipg settings will re-set upon multiple device in-office interrogations. No re-programming is required.